Event description:
Patient complained that they sustained a fracture of the left tibia and fibula as result of an automobile accident. A 4.5mm narrow dcp plate, 10 hole was implanted in 2000 at hospital (unknown surgeon). Plate fractured while pt was in rehabilitation. Plate was explanted in 2001 at hosp (unknown surgeon) and revised to a broad dcp.